Event description:
The customer reported that the carm goes into fast stop mode in middle of case. This will cause the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor relay board was replaced. The system was then found to be operating as intended.